Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the site had done their first spin using the imaging device and everything was accurate. The site was able to perform the surgery and the doctor had placed some small cranial plating screws. The site took the confirmation spin when they noticed that they were off about 2mm. No extra spins were needed after navigating. The surgery was completed and there was no impact on patient outcome. The medtronic representative reported that the inaccuracy was deemed not great enough to fix.  The surgeon proceeded using the navigation and accurately placed his screw. The plating screws were used only to check accuracy and were removed from the patient after the spin.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.